Event description:
Pt had initial acl reconstruction surgery in 2007, using a calaxo and biorci screw. Eight months later, he fell and re-injured his knee. The following month, the pt had revision surgery to repair a tear. Two months later, pt had post op office visit which the physician thinks he may have bruised the medial femoral condyle. The pt will be treated with anti-inflammatories.

Manufacturer narrative:
Product recall initiated august 21, 2007.